Event description:
It was reported that during use with an unspecified amount of bd maxplus¿ pressure rated extension set with removable needleless connector flow issues occurred on multiple occassions. There was no report of patient impact. The following information was provided by the initial reporter: j-loops are not flushing. Blood can not be drawn and saline can not be pushed through. This has happened to many staff in the department on multiple occasions.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-mar-2023. H6: investigation summary one sample model mp5303-c lot 22119094 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Visual inspection under the microscope showed signs of excess solvent near the female luer bond. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5303-c lot number 22119094 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Medical device lot #: 22119094; medical device expiration date: 05-nov-2025; device manufacture date: 04-nov-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd maxplus¿ pressure rated extension set with removable needleless connector flow issues occurred on multiple occasions. There was no report of patient impact. The following information was provided by the initial reporter: j-loops are not flushing. Blood can not be drawn and saline can not be pushed through. This has happened to many staff in the department on multiple occasions.